Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation; two photos were provided for review. The first photo shows the partial view of an implanted drainage catheter attached to external connector on which a complete break was noted on the catheter hub. The second photo shows a sample collection tube with a label attached. Therefore, the investigation can be confirmed for the reported fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient, device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent implantation of navarre universal drainage catheter placement. It was reported that on (B)(6) 2025, post catheter placement, the end of the drain tubing allegedly found ruptured causing the closed drain. It was further reported that patient allegedly experienced mild chest tightness. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent implantation of navarre universal drainage catheter placement. It was reported that on (B)(6) 2025, post catheter placement, the end of the drain tubing allegedly found ruptured causing the closed drain. It was further reported that patient allegedly experienced mild chest tightness. The current status of the patient was unknown.